Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via logs and reproduce the issue in-house.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error c-34 occurred on the integrated electrosurgical unit (iesu) pointing to a monopolar energy not working. Prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse), the customer rebooted the generator, replaced the instrument cable, and the instrument, but the issue persisted. The tse advised the customer on using a third-party generator to finish the procedure. The customer elected to use a vessel sealer instrument to finish the procedure. The procedure continued as planned. There was no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced integrated electrosurgical unit (iesu). System was tested and verified as ready for use. The complaint was confirmed by field evaluation. Isi has received the iesu involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The unit was sent to and evaluated by the original equipment manufacturer (OEM). Initial fa findings were confirmed and reproduced. The hf generator was found to be defective.

Event description:
Refer to h10/h11 for follow-up information.